Manufacturer narrative:
(B)(4): the "up" key is unresponsive on button press. The "contrast","ok" and "down" keys have intermittent response on button press. The keypad was torn and was removed to investigate. Evidence of keypad contamination was located under "contrast","up","down" and "ok" contact button. The "contrast","up","down" and "ok" keys do not have normal spring back or click. The "ok", "down", and "up" key contact buttons are inverted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.